Event description:
A us distributor contacted zoll to report that a pt experienced a treatment event. Review of the event indicates that the pt received on shock. The response buttons were pressed intermittently before the treatment was delivered, but the response buttons were not pressed during the treatment sequence that resulted in the defibrillation. The patient's rhythm at the time of the treatment is unk. The pt was admitted to the hosp, and the pt ended use.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor sn (B)(4) - reuse; electrode belt sn (B)(4) - 09/2011 reuse.